Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod for less than an hour. The adhesive completely separated from the (abdomen) causing the cannula to dislodge. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 2.0.2. Cloud - operating system: 18.6. Cloud - hardware: iphone 15.3. Cloud - cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.